Event description:
Surgeon was assisting in an open abdomen case. Assisting surgeon was holding a hemostat and the primary surgeon was cauterizing at the tip of the hemostat as is often done. Assisting surgeon felt a burning electrical sensation on her hand. The energy from the cautery burned a hole through her glove, which burned the assisting provider. When this happened, the assisting provider dropped the hemostat into the patient's open abdominal wound, causing a contamination of both the patient and the assisting provider.

Event description:
Surgeon was assisting in an open abdomen case. Assisting surgeon was holding a hemostat and the primary surgeon was cauterizing at the tip of the hemostat as is often done. Assisting surgeon felt a burning electrical sensation on her hand. The energy from the cautery burned a hole through her glove, which burned the assisting provider. When this happened, the assisting provider dropped the hemostat into the patient's open abdominal wound, causing a contamination of both the patient and the assisting provider.